Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient concurrently underwent total laparoscopic hysterectomy, vaginal removal, and lysis of adhesions.

Event description:
It was reported that patient concurrently underwent total laparoscopic hysterectomy, vaginal removal, and lysis of adhesions.